Event description:
It was reported that the pump took one month to restart after an MRI was done. The healthcare provider noted "concern of corrosion of rotator." The pt experienced increased pain. No rotor or dye studies were performed. The pump was replaced. The pump was used to deliver morphine and bupivicaine. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.